Event description:
T-connector disengaged from pt's catheter. The pt lost an undetermined amount of blood. The blood loss saturated a cloth diaper (the area under the pt's head) as well as a cotton ball and tape. The t-connector was reconnected and flushed. No further problems with t-connector were noted. The pt received 15cc/kg of packed red blood cells times two. Before the indicent, hct was 39.3. Immediately ater it was 24.9 and after the transfusion it was 40.6. The pt is now okay.